Event description:
Elderly female patient with a preoperative diagnosis of capsulotomy right breast and replacement of bilateral implants. Unsure of when implants were initially implanted. According to or physician note, left breast implant was ruptured. Breast right 362g, 13.0 x 13.0 x 4.0cm intact tan-yellow breast implant with a diffusely textured outer surface. The wall displays inscription style trm lot 2784358 allergan 360cc. Breast left 360g, 12.0 x 12.0 x 3.0 cm aggregate of breast implant with a diffusely disrupted wall displays the inscription style trm lot 2857585 allergan 375cc.